Manufacturer narrative:
The hill-rom technician found the control box needed to be replaced. Per the hill-rom service manual, it is necessary for the resident® ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician will replace the control box to resolve the issue once the account provides hill-rom with a purchase order for the repair of the bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of the bed raises unintentionally (self run). The bed was located at the account. There was no patient/user injury reported. (B)(4).